Event description:
Incorrect amount of water given per bottle of amoxicillin 2-100ml bottles. Technician measured 30ml per bottle due to the graduated cylinder having confusing measurements but should have been 70ml per bottle. The graduated cylinder by ezy dose has 2 separate measurements on each side of the graduated cylinder one side is ascending graduation the other side is descending numbers-. Gave patient new bottles with correct measurements. New graduated cylinders ordered today xx/xx/23 to decrease the chance of this occuring again. This new graduated cylinder has only one set of measurements. (B)(6). Submission ID (B)(4).